Event description:
Boston scientific received information that at the implant of this implantable cardioverter defibrillator (ICD) defibrillation thresholds were performed with a threshold of 0.09v, amplitudes of 12mv and impedances of 1300 ohms. However, the thresholds increased to 2.2v, amplitudes dropped to 7mv and the pacing impedances decreased to 720 ohms. The patient was scheduled for further defibrillation threshold testing. This patient was not device dependent. No adverse patient effects were reported. The field representative later reported that defibrillation threshold testing was successful. The threshold increased to 2.4v with other lead measurements stable and the patient will be evaluated in the near future at their six week post implant follow-up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.